Manufacturer narrative:
The mobile view station (mvs) computer was returned for analysis. The computer was malfunctioning and determined to be the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The cpu was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The returned cpu was under analysis at the time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile viewing station (mvs) was stuck on the start-up screen. The following boot up displayed an error message "windows failed to start". Issue was partially resolved by selecting "last known good configuration", however, image acquisition system (ias) could not go into 3d mode. When further reboots were unsuccessful, site opted to utilize an alternate imaging system. There was no patient present when this issue was observed.